Event description:
The customer reported via phone call experiencing unexplained low blood glucose levels for 3 consecutive days. She stated that she did not give a full bolus but her blood glucose dropped very low. Her blood glucose was 195 mg/dl, which she treated with 1.25 units of insulin. Her blood glucose lowered to 177 mg/dl; she treated with 0.5 units. Her blood glucose dropped to 37 mg/dl. She was able to bring her blood glucose back up to 44 mg/dl, then up to 83 mg/dl after treating with food. She confirmed that the reservoir showed the same amount of insulin as shown on the status screen. The device passed the displacement test, and she was advised to monitor. She called again the next day, stating that her blood glucose dropped to 59 mg/dl. She stated that the insulin pump did not show signs of malfunctioning but she did not feel comfortable using the device. She was advised to discontinue use of the device, revert to a back-up plan, replace the device, and return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, and a cracked reservoir tube lip.